Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had filler error.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reconnected the tubing to iab fill port on safety disk that was disconnected. The fse then performed all functional and safety tests to factory specifications. The unit passed all test performed and was returned t the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that, before use, the cs300 intra-aortic balloon pump (iabp) had filler error. There was no patient involvement.